Event description:
It was reported that a progressive loss of sensing resulted in t-wave oversensing. Inappropriate therapies were also delivered. Lead dislodgement was noted. The physician opted to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.